Event description:
The user facility reported that the physician introduced the destination sheath into the artery and the distal tip of the sheath got damaged. The physician does not remember if she did a small of the skin at the puncture site. There was no significant loss of blood. A short femoral sheath (ik b 6f) was used to enlarge the puncture site. Then the destination sheath was used and could be placed successfully. There was no harm to the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr destination sheath was returned for product evaluation. The sheath was subject to visual analysis. The sheath was observed to be kinked 3.2cm from the tip. The complaint can be confirmed for sheath mechanical damage based on the state of the device. The complaint mentions that there was resistance during insertion of the sheath into the access because the puncture site was not large enough for the sheath. As the complaint mentions, the sheath kinked in response to this. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).